Event description:
Customer had reported out erroneously high platelet counts for two patient samples run on the advia 60 hematology system. One patient had an initial platelet count of 22000. Further testing in the laboratory indicated that the actual platelet level was 5000. This patient had apparently been transfused for other reasons; therefore the actual low platelet count had no impact on the patient's treatment. A second patient had an initial platelet count of 15000. Further testing in the laboratory indicated that the actual platelet level was 7000. Customer reported that a platelet transfusion was delayed due to the initial erroneous high platelet count. The system checks background counts during startup, the system accepts a background platelet count <10000. Therefore both patient values are within the acceptable background count range. A new advia 60 system was installed in the customer's laboratory. There are no additional reports of problems at the customer site. The customer's advia 60 system was returned to bayer for further investigation. Following replacement of v4, a valve that controls the flow of system cleanser, the problem was resolved. The valve is currently considered root cause and being returned for failure analysis.